Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male pt who was in cardiac arrest, the device's display blanked out. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.